Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reported issue was caused by improper handling. The cap may have been damaged by impact, falling, or getting caught on another object (e.g., a glove). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the black cap disconnected from the subject device. The issue occurred during preparation for use of an unspecified procedure. There were no reports of delays or patient harm.